Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 86-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. Following explant of an impella cp pump, it was documented that the patient required a right femoral cutdown and femoral thromboendarterectomy due to ischemia in the right leg caused by a thrombus. The patient was considered stable following the procedure.